Event description:
The customer reported the visera elite video system center display an intermittent blur screen. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The inspection found multiple bent pins inside the video connector causing no image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to multiple bent pins inside the video connector. The specific root cause of the multiple bent pins inside the video connector could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ [6.3 connection of an endoscope] confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. Confirm that the video connectors of the videoscope / camera head are not damaged.¿ olympus will continue to monitor field performance for this device.